Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shocking impedance measurement. The patient had a recent ablation procedure. The device was checked by the field representative and lead found to be functioning normally. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over three years later for reported normal battery depletion and the rv lead remained in service with the new device. At the replacement procedure it was noted that the shock impedance for the rv lead was within normal limits with the new device. No adverse patient effects were reported.

Manufacturer narrative:
--